Event description:
It was reported that the right ventricular (rv) lead bipolar impedance had dropped and resulted in a lead warning and polarity switch. The patient will be monitored to ensure there are no further changes. The lead is stable now and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.